Manufacturer narrative:
The technician replaced the head hilow hydraulic cylinder to resolve the issue.

Event description:
The technician alleged that the head hilow is drifting slowly down on the stretcher. No patient impact.